Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta was open at the bottom during use, and couldn't be processed by the aptio instrument. This occurred on 50 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the map tube couldn't be processed by aptio because the tube is empty on the bottom and the pliers enter into the tube." "Tube is totally open at the bottom."

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microtainer® map microtube for automated process k2 edta was open at the bottom during use, and couldn't be processed by the aptio instrument. This occurred on 50 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the map tube couldn't be processed by aptio because the tube is empty on the bottom and the pliers enter into the tube" "tube is totally open at the bottom."